Event description:
It was reported that a spectrum infusion pump had a false intermittent downstream occlusion alarm during setup in the labor and delivery care area. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "false intermittent downstream occlusion" caused by elevated downstream sensor current levels, making the pump more sensitive to the alarms. The downstream sensor assembly and pusher were replaced to correct this condition.